Event description:
Surgeon was using a drill on a multi-level laminectomy/foraminotomy. The patient's skin turned reddish purple at incision site. Drill attachment was changed on drill and procedure proceeded without incident.what was the original intended procedure?multi level laminectomy/foraminotomy.